Event description:
A hosp reported to our distributor that the rt235 infant breathing circuit had a tear in the circuit. No pt consequence was reported.

Manufacturer narrative:
This report was prepared by rep. An investigation has been carried out based on the event description. Results: all circuits are pressure tested before packaging and those that do not pass are rejected. We have received similar complaints to this where the evaqua expiratory limb has been damaged, resulting in a leak. This type of failure is most likely caused by external force during use e.g from a circuit hanger. Conclusions: the damage to the evaqua expiratory limb was most likely due external force during use. Our instructions for use have the following statements: attention. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Warning. Do not crush or pinch the expiratory limb. In addition we now have a tag on the evaqua expiratory limb to remind users to handle it with care. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.023%. No further investigation will be conducted on this complaint.